Manufacturer narrative:
.

Event description:
The reporter stated that, the surgeon was inserting a three piece collamer cq2015 lens model into patient's eye and a haptic tore off. The incision was enlarged to remove the lens and was replaced with another same type lens. A suture was used to close the incision. The reporter stated that the lens was damaged during loading.